Event description:
Reported through the yahoo smith & nephew message board that "there was a death due to blood clot which was reported by vnus. According to the report submitted by vnus, trivex was also performed on the same patient and could not determine which procedure may have caused the clot." We reviewed the vnus MDR (2953189-2005-00001) and can find no further information.